Event description:
It was reported that the device was removed due to premature battery depletion. The lead impedances showed varied range increases since implant. The device charged 12 times since implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was explanted after an implant duration of approximately 17.6 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to dehiscence, perivalvular leak, and possible cx (-) endocarditis. It was also noted that 2/3 of valve sepatated from tissue and thrombus covering the annulus and the mitral valve ring.

Manufacturer narrative:
Analysis verified the premature battery depletion. Based on the device's programming parameters, the device is not within expected longevity performance. The device was tested on the bench using the automated testing equipment. No anomalies were found. The device was tested in a temperature cycle and humidity chamber. No high current measurements were noted. The battery was sent to the vendor for destructive analysis. No anomalies were found.. The root cause of the battery depletion could not be determined.